Event description:
An authorized distributor reported that during an unspecified surgery the cusa excel 23khz angled handpiece (c2601) had no ultrasonic power. A replacement backup system (stryker) was used to complete the procedure. The incident resulted in an hour delay; however, there was no adverse patient consequence.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 23khz angled handpiece (c2601) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: cracked housing was observed, and as a result, the housing and o-rings have been replaced. A full function test including calibration and safety test according to the manufacturer¿s guidelines has been performed. Root cause - the root cause is confirmed as "cracked housing." Supplier corrective action for cracked housings is in progress. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.